Event description:
It was reported that right atrial (ra) lead exhibited out of range high impedance, loss of capture and noise. Which it was possible attributed to a lead broken, it appeared to be a crimp in the lead at the suture sleeve sight. It was explanted and successfully replaced the following day. No additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous as there was a outer coil fracture due to cycle fatigue. The reported allegations are confirmed.

Manufacturer narrative:
The product has been received for analysis. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that right atrial (ra) lead exhibited out of range high impedance, loss of capture and noise. Which it was possible attributed to a lead broken, it appeared to be a crimp in the lead at the suture sleeve sight. It was explanted and successfully replaced the following day. No additional adverse patient effects.